Event description:
A customer reported that their pump became hot to the touch, and multiple temperature alarms were recorded. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use current pump.